Event description:
The customer reported to olympus the oes cystonephrofiberscope tested positive for 12 colony forming units (cfus) of micrococcaceae. All channels were sampled. The sampling occurred upon device receipt immediately after reprocessing. The device was not used in any procedures and was quarantined upon receipt of positive culture. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported there were no deviations or deficient or concerns in reprocessing, and did not provide the reprocessing steps they follow. The device was noted to be reprocessed four times, between each sampling. The scope was completely dried and stored in a sterile field. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the device passed all testing and was work according to specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.